Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and salpingitis ('benign left and right fallopian tubes with slight chronic inflammation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. As per pfs it is unknown if she underwent essure confirmation test(s). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headaches") and migraine ("migraine"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, headache, migraine, pelvic pain and salpingitis to be related to essure. The reporter commented: discrepancy noted on essure insertion date (B)(6) 2012 right tube: 5 coils. Left tube: 3 coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-feb-2021: mr received. Reporter information, patient medical history, event: fallopian tube inflammation, rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and salpingitis ('benign left and right fallopian tubes with slight chronic inflammation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. As per pfs it is unknown if she underwent essure confirmation test(s). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headaches") and migraine ("migraine"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, headache, migraine, pelvic pain and salpingitis to be related to essure. The reporter commented: discrepancy noted on essure insertion date (B)(6) 2012. Right tube: 5 coils. Left tube: 3 coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and salpingitis ('benign left and right fallopian tubes with slight chronic inflammation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. As per pfs it is unknown if she underwent essure confirmation test(s). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headaches") and migraine ("migraine"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, headache, migraine, pelvic pain and salpingitis to be related to essure. The reporter commented: discrepancy noted on essure insertion date (B)(6) 2012 right tube: 5 coils. Left tube: 3 coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: as per pfs it is unknown if she underwent essure confirmation test(s). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headaches") and migraine ("migraine"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, headache, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Event injury was updated and new events: pelvic/ abdominal pain, headaches, migraine were added. Removal details added. New reporter and plaintiffs information added.